Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to insufficient or incorrect reprocessing. Regarding the mishandling of the scope, the instruction manual states the possibility of infection caused by insufficient reprocessing.

Manufacturer narrative:
(B)(6), manager requested reprocessing in-service for lg-gp scope. The endoscopy support specialist (ess) conducted and completed reprocessing in-services on the lf-gp scope for the staff. The ess instructed the customer on the importance of following instructions and emphasized the importance of pre-cleaning the scope immediately after use. The ess provided the facility manager a copy of the on track in-service forms and attendance sheet. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: 3.3 precleaning - preclean the endoscope at the bedside in the procedure room immediately following the procedure. These steps are to be performed when the light source and suction pump are turned on and still connected to the endoscope. The subject scope was not returned, however, a review of the scope's repair history shows the scope was last serviced via repair on october 1, 2020 due to a smashed insertion tube. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an onsite reprocessing in-service visit, the customer informed the endoscopy support specialist that pre-cleaning was not being performed at bedside. No patient injury, infection or harm was reported.